Event description:
The "assert that focus monthly lenses are available in visitint to improve visibility during handling and states that "slightly tinted, they do not change natural eye color." See http://www.cibavision .com/forsight/allabout/c04.07.01.a.html rptr received a pair of ciba vision focus monthly lenses from optometrist yesterday. After inserting one lens in left eye this morning, rptr noticed that the lens deepened the blue color in left eye when compared to right eye. It other words, the visiting focus monthly lenses changed natural eye color contrary to their posted medical claim.